Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. After the right ventricular lead was placed, the lead exhibited low r-waves, high impedance and sensing issue and the patient¿s blood pressure dropped. Chest x-ray was performed indicating that the lead had dislodged and suspected that the lead had perforated. The lead was repositioned successfully, and the system was implanted successfully. The patient was stable post procedure. Later that night, the patient passed away from pneumothorax complications due to chest tube placement. It was suspected that the patient¿s death was related to the procedure as a result of axillary access with a needle.